Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), that was implanted over five years ago, may have reached elective replacement indicator (eri) prematurely.